Event description:
System would not rotate the l-arm. No patient injury.

Manufacturer narrative:
The service rep checked the system. Found a broken shear pin in the larm motor bracket. Replaced pin with one previously left on site. System working properly.